Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime fill anomaly. Customer's blood glucose at time of incident was 189 mg/dl. The customer stated insulin is squirting out during the manual prime. Customer advised pump piston continue to move forward after reservoir contact and insulin squirt out. Customer advised that no numbers appeared on screen, no beeps hear and leaving prime not possible. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor and the insulin pump had no audio tones due to broken transducer wire. No moisture damage noted on the electronics assembly. The pump passed displacement test, rewind test, basic occlusion test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.